Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was further reported that the implantable pulse generator (ipg) "didn't go off". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.